Event description:
It was reported to vyaire medical that constant circuit occlusion alarm had been occurring on the avea ventilator. There is no information of patient involvement as of this time.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device and ran the unit on the setting it was left on, but no problem was found. An extended self test (est) was also performed in which the unit was ran on the stock settings when selecting new patients, but no problem was discovered as well. The steps outlined above were carried out using the patient's circuit. The fsr then used his own circuit to repeat the est and operational verification (ovp), and the unit passed both with no issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.